Event description:
An unknown size aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. A recent follow-up evaluation revealed that the stent graft had migrated slightly and a type I endoleak had developed. An aneurx extension cuff was implanted in the patient in 2003 and that successfully resolved the endoleak. No clinical sueqelae were reported, and the patient is reported to be fine.